Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after removing the adhesive from a unspecified bd venflon¿ catheter, part of the venflon fell off and the catheter remained in the vein. The catheter had to be surgically removed.

Manufacturer narrative:
Additional information: two lot numbers were returned for evaluation. The identifying information for these lot numbers is as follows. Medical device catalog #: 393226. Unique identifier (UDI) #:(B)(4). Medical device lot #: 8023171. Medical device expiration date: 01/31/2021. Device manufacture date: 01/23/2018. Medical device lot #: 8023177. Medical device expiration date: 01/31/2021. Device manufacture date: 01/23/2018. Investigation summary: one actual sample and 6 representative samples (batch #8023171-3pcs and batch #8023177-3pcs) were returned for investigation of this complaint. Actual sample: one broken catheter inside bottle, one cannula hub attached with tube device and one tweezer packaging were returned. As the tube device and tweezer packaging does not belong to bd, no further investigation was done. The actual sample was subjected to visual inspection of the catheter. A clean cut was observed on the catheter. The manufacturing process was reviewed and there is no process in the manufacturing facilities that could cause this nonconformance. There is a 100% automated vision inspection that would reject the parts that fail the lie distance. A broken catheter would automatically be rejected as the lie distance would be out of specification. Representative samples: the 6 representative samples were subjected to visual inspection and catheter adapter leak test. All the representative samples passed the acceptance criteria. DHR review shows no quality notification was raised for the two batches. No abnormalities were observed after reviewing preventive maintenance, calibration and equipment records. Based on the investigation and analysis, the root cause of the reported nonconformance is not from the assembly process.

Event description:
It was reported that after removing the adhesive from a unspecified bd venflon¿ catheter, part of the venflon fell off and the catheter remained in the vein. The catheter had to be surgically removed.

Manufacturer narrative:
Investigation summary: as no photo and no sample was not returned for investigation, a review of the past 12 months qn for vps catalog was performed. There is no related qn on defect or condition of broken catheter. No DHR was reviewed as the batch number is unknown. Therefore the root cause cannot be determined.

Event description:
It was reported that after removing the adhesive from a unspecified bd venflon¿ catheter, part of the venflon fell off and the catheter remained in the vein. The catheter had to be surgically removed.